Event description:
Information received from a consumer patient receiving fentanyl, baclofen and 3 other unknown drugs via an implanted pump. Indication for use was noted as spinal pain. The patient reported that there was something different about their pump and they asked if their pump was bigger. The pump "flips up and jabs me in the gut." The patient reported that it didn't move before. The patient was calling if their pump was a pump that needed to be replaced after 5 years because they were going to discuss a different pump. It was noted that the patient had an appointment with their healthcare provider (hcp) next week. The event started to occur in 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.